Manufacturer narrative:
Device is a combination product. Device code 2906 relates to component code 515. Device evaluated by MFR: the device was not received for analysis. Lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-11258. It was reported that insufficient stent apposition occurred and additional dilation was performed. The target lesion was located in the severely calcified mid right coronary artery (rca). A 3.0x28mm synergy stent was deployed in the distal part of the lesion and a 3.5x38mm synergy stent was deployed in the proximal part o the lesion. Optical coherence tomography imaging was performed and confirmed that the synergy stents had insufficient apposition to the vessel wall. A non-bsc guide extension catheter was positioned and a balloon catheter was used to perform additional dilation of the stents. No patient complications were reported. The procedure was successfully completed.